Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened phacoemulsification (phaco) tip was received for the report. Sample was visually inspected and found to be conforming. Functional occlusion flow check was performed and found nonconforming with water flow was dripping, and a small yellow piece of foreign material was extracted from the phaco tip onto the filter paper. Good water flow was observed exiting the phaco tip and nothing was observed extracted onto the filter paper. The foreign material was sent for particle analysis. Particle analysis found the foreign material to best match to be viscoat. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The customer reported ¿aspiration issues occurred during ultrasound (us), where a clogging sound was generated, and poor aspiration was observed. Priming passed without any problems before the case began. The customer replaced the us tip to alleviate the issue and then the surgery was completed without further issues. There was no patient harm reported. Additional related information was requested but none has been provided to date. The system operator¿s manual contains instructions for proper prime and setup. The graphical user interface also prompts the user through all of the steps required to prime and tune the phaco handpiece appropriately. Adjusting aspiration rates or vacuum limits above the preset values or lowering the intraocular pressure (iop) or (IV) intravenous pole below the preset values, may cause chamber shallowing or collapse which may result in patient injury. Ensure that appropriate console system parameters and system settings are selected prior to starting the procedure. Parameter and system settings include, but are not limited to, ultrasound mode, ultrasound power, vacuum, aspiration flow rate, bottle height, iop, etc. If stream of fluid is weak or absent while filling test chamber, good fluidics response will be jeopardized. Good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. Ensure that the tubing is not occluded during any phase of operation. If the handpiece test chamber is collapsed after tuning, there is a potential of low irrigation flow through the handpiece and may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. There is no evidence that the design or manufacturing of the system contributed to the reported event. The evaluation confirms the aspiration failure occurred/clogging sound was generated/poor aspiration as reported by the customer and particle test analysis found the foreign material to best match viscoat. Viscoat is not a material that is used in the phaco tip manufacturing process or in the packaging process of the phaco tip. How and when viscoat was in the eye after irrigation/aspiration (ia) cannot be determined from this evaluation and a root cause cannot be determined for the complaint as described by the customer. The most likely root cause for the viscoat is surgical material from surgical procedure. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in h.11. No technical inquiries were received from the customer. Clinical evaluation has been reviewed. No contributing factor has been identified. The viscoat is surgical material that is introduced during the surgical procedure. A possible contributing factor to occlusion is that the viscoat may have occluded or partially occluded the phacoemulsification tip during use. The evaluation was unable to determine how and when viscoat entered the bevel of the phacoemulsification tip. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration failure occurred during ultrasound mode of surgery. Priming passed without any problems, but when tried to use products during actual surgery, there was a clogging sound was generated, and aspiration was poor. The phacoemulsification or ultrasound tip was defective. The surgery was completed after replacing the phacoemulsification tip with new one. The procedure type was unknown. There was no patient impact.